Event description:
Respiratory therapist called to the intensive care unit due to ventilator problem. Upon entering the room the rn was found to be bagging the pt. The ventilator was neither cycling nor alarming. The pt was changed to another ventilator. Approximately 15 minutes after the pt was placed on the second ventilator the pt arrested and was coded. The pt expired at 23:30.